Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred during the load sequence. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.